Event description:
It was reported that the pt fell on (B)(6) 2011 resulting in "fractured baclofen pump tubing that was totally separate from the pump". The pt also experienced increased spasms. The event resulted in in-patient hospitalization and surgical revision. The spinal segment was spliced. The event was determined to be of moderate severity; resolved without sequelae as of (B)(6) 2011. The drug delivered was lioresal was 500 mcg/ml at 50.04 mcg/day.

Manufacturer narrative:
(B)(4).